Event description:
It was reported that the vns patient¿s device was tested during an office visit on (B)(6) 2014 and diagnostic results showed high lead impedance. The patient could no longer feel stimulation. X-rays were taken but have not been provided to the manufacturer for further review to date. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2011. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.

Manufacturer narrative:
The initial MFR. Report inadvertently listed that x-rays had not been received for analysis. The x-rays had been received and review was underway at the time of initial report. Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the lead passed all functional tests prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
X-rays were reviewed by manufacturer. No obvious lead breaks or sharp angles were identified on the lead portions that could be assessed. It was reported that no trauma or manipulation is suspected that may have caused or contributed to the high impedance. The generator was not programmed off after observing the high impedance.